Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the antegrade approach from the forearm. The 75% stenosed target lesion was located in the mildly tortuous and non-calcified vein in the left elbow. After a non-bsc guide wire was crossed the lesion, a 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for 15 days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft 45mm proximal from the distal marker band. The device was functionally tested with a .018" guidewire. The hole in the inner shaft is consistent with an interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the antegrade approach from the forearm. The 75% stenosed target lesion was located in the mildly tortuous and non-calcified vein in the left elbow. After a non-bsc guide wire was crossed the lesion, a 5.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.